Event description:
In 2001, pt underwent implantation of staar model cc-4204bf intraocular lens in the left eye. Approx 2 to 3 months after implant the lens shifted. A yttrium aluminum garnet procedure was peformed and the lens went back to plano. There was no pt injury.